Manufacturer narrative:
H4: device manufacture date: the lot was manufactured between december 11 and december 12, 2023. The actual device and a photograph were received for evaluation. A visual inspection of the photograph and returned sample was performed; the tubing line was observed to have been cut. Further inspection under the microscope revealed a jagged edge at the cut area which indicated that the tubing line had come in contact with a sharp object causing the tubing line to be cut off. The reported condition was verified. The cause of the condition could not be determined; however, most likely use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a large volume infusor snapped, further described as a "broken tip". This occurred when the patient tried to stretch the hand during infusion. The broken tip of the tubing was connected to the IV access. The patient had the remaining solution infuse for about 12 hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.